Event description:
The patient reported infusion set cannula was bent and had high blood glucose levels of 390 mg/dl which was treated with insulin pen on (B)(6) 2026, and it has been in use for one day.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.